Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). When the internal urethra was scoped a leakage on the cuff was found. A removal procedure was to be considered on (B)(6) 2021.